Event description:
The customer reported system exhibited a precharge error. This error is likely to prevent the system from booting to a usable state. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the batteries. The system operates as intended.